Event description:
It was reported that a skin irritation causing bumps, redness and purulent discharge at the pod infusion site (arm). In addition the patient reports the pod infusion site is warm to the touch. The patient reports their blood glucose level was 105 mg/dl while wearing the pod between 24 and 36 hours. As treatment, the patient received a prescription for antibiotics from their doctor.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.